Manufacturer narrative:
Classification: product use attributes; subclass: lack of effect; sample status: not available. Pgs did not receive a return sample, or photographs, for evaluation. Root cause: pfizer quality operations could not conclusively determine a root cause for the reported defect to be related to the production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of each finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. A review of manufacturing deviations indicated that there was an oos for water absorption stability testing with two batches of compressed gelfoam sponge. Because the gelfoam reported in this complaint was not identified by batch number, it could not be determined if the batch was the compressed form. Based on the results of an investigation into the oos, the stability limits for compressed sponge will be changed from nlt 35x its weight in water to "report results". The current relationship between compressed and uncompressed water absorption delineated in the failures noted in the investigation has been deemed by the FDA to be acceptable for continued distribution. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects observed. As a result of a stability oos analytical result for the gelfoam compressed sponge form, a PMA supplement was submitted to the FDA and the stability limits were changed from nlt 35x its weight in water to "report results".

Event description:
Embolism [embolism], cardiac arrest [cardiac arrest], right ventricular failure [right ventricular failure], pulmonary hypertension [pulmonary hypertension], coronary artery disease [coronary artery disease], cardiomegaly [cardiomegaly], subgaleal haematoma [subgaleal haematoma], thrombocytopenia [thrombocytopenia], pulmonary alveolar haemorrhage [pulmonary alveolar haemorrhage], hypocoagulable state [hypocoagulable state], off label use [off label use]. Case narrative: this is a spontaneous report from a contactable physician based on information received by pfizer from baxter (manufacturer control no. (B)(4)), license party for absorbable gelatin, thrombin. This spontaneous report from a physician concerns a (B)(6) female from the united states. Local ID number: (B)(4). The patient's weight and height were not reported. The patient's medical history: malignant neoplasm breast, malignant neoplasm of skin, and concurrent conditions included hyperlipidemia, hypertension, premature atrial contractions, and suspected meningioma. On an unspecified date in (B)(6) 2014, the patient began having episodic dizziness that coincided with head movements. During work-up for this dizziness, she was found by CT (computed tomography) and mr (magnetic resonance) imaging to have an extra-axial mass at the craniocervical junction. A presumed diagnosis of meningioma was rendered. The patient was cleared for craniotomy. The patient was treated with evithrom (human thrombin) (lyophilized powder, topical) initiated on (B)(6) 2014 used at the skull base, to stop epidural bleeding (epidural bleeding, off label use) along with concomitant medication surgiflo (local hemostatics). Company suspect drugs included: gelfoam (absorbable gelatin sponge) initiated on (B)(6) 2014 as a hemostatic agent. The craniotomy (far lateral craniotomy and tumor resection) was undertaken at the right mastoid process, and a craniotomy was performed inferiorly in the direction of the foramen magnum on (B)(6) 2014. The product was used at the skull base, to stop epidural bleeding. The bleeding source was visible upon application of the hemostatic matrix (surgiflo), and was characterized as mild and about 5 to 10cc of the product was used. The reporter did not have the information if the surgiflo matrix was used along or with thrombin and reported "probably with thrombin". Additionally, gelfoam was another hemostatic agent used at the time of the procedure. The length of the procedure was about one hour. All hemostatic agents were left behind upon closing up and the reporter reported no post-operative complications. Due to sudden hypotension, and a drop in end tidal co2, the procedure was terminated. For unclear reasons, the patient developed an arrhythmia, and cardiopulmonary resuscitation was performed. During the resuscitation, she was thrombocytopenic and hypocoagulable, and bled from facial orifices. The physician reported that the event occurred "probably minutes" after application of the suspect products. She was given 6 units of packed red blood cells in addition to fresh frozen plasma and platelets. The patient was also treated with positioning, hypertensive medications (unspecified), and IV (intravenous) fluids. During resuscitation, potential causes of cardiac arrest were emergently evaluated. A transesophageal echocardiogram demonstrated right heart failure, and demonstrated the absence of an air embolus. Troponin levels became elevated (0.169 ng/ml), demonstrating myocardiocyte damage. Arterial blood gases demonstrated rapid decompensation with hypercapnia, hypoxia, and acidosis. Resuscitation efforts failed, and the patient died on (B)(6) 2014 at 1:30pm. Action taken with absorbable gelatin sponge was unspecified and action taken with human thrombin was not applicable. The patient died from thromboembolic event, cardiac arrest, right heart failure, intra-operative pulmonary hypertension, coronary artery disease, cardiomegaly, subgaleal hematoma, thrombocytopenia, hypocoagulation, and alveolar hemorrhage on (B)(6) 2014 and outcome was unspecified for off label use. An autopsy was performed on (B)(6) 2014. Per the final autopsy report, the final anatomic diagnosis was reported as follows: right heart failure status post intraoperative hypertension - pulmonary system - bilateral diffuse surgical material emboli with fibrin clots presented within small arteries. Multiple bilateral areas of alveolar hemorrhage and congestion. Cardiomegaly - left ventricle thickness 1.2cm; interventricular septum thickness 1.0 cm; right ventricle mural thickness 0.3 cm; left ventricle diffuse subendocardial and interstitial fibrosis. Coronary artery-10% stenosis; right posterior descending coronary artery less than 5% stenosis; left anterior descending artery less than 5% stenosis; left circumflex artery less than 5% stenosis. Subgaleal hematoma over right temporal region. Pathologist comments: the pressure of surgical material emboli was confirmed observing similar material in paraffin blocks prepared using surgical material request from the or (operating room). This report was serious (death). Additional information was received from ethicon's medical director in the form of a medical assessment on 26-nov-2014. Report contains no new information and no changes were made to the report. Additional information was received from the company sales representative on 01-dec-2014. The reporter confirmed embolism med that the suspect product in this case was either thrombin contained in the baxter gelfoam kit or jmi-thrombin manufactured by king pharmaceutical and not evithrom (human thrombin) as previously reported. The sales representative reported that the institution utilizes the gelfoam plus kit by baxter. 2ml of thrombin provided in this kit is used to mix with surgiflo (2991). If multiple units of 2991 are used in a case, and once all the available thrombin from the kit has been exhausted, jmi-thrombin by king pharmaceuticals will be opened for use. If the gelfoam plus kit is not opened for the case, and it usually is for neuro cases, then only jmi-thrombin is opened for mix. Therefore, the case in question most likely used the thrombin within the kit, but if not, it was jmi-thrombin. Upon follow up on 27apr2018, products quality complaints investigation results provided: classification: product use attributes; subclass: lack of effect; sample status: not available. Pgs did not receive a return sample, or photographs, for evaluation. Root cause: pfizer quality operations could not conclusively determine a root cause for the reported defect to be related to the production process. Gelfoam sterile sponge has hemostatic properties. While its mode of action is not fully understood, its effect appears to be more physical than the result of altering the blood clotting mechanism. Therefore, analysis of the water absorption properties of each finished gelfoam batch indicates that the device functions properly. Review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. A review of manufacturing deviations indicated that there was an oos for water absorption stability testing with two batches of compressed gelfoam sponge. Because the gelfoam reported in this complaint was not identified by batch number, it could not be determined if the batch was the compressed form. Based on the results of an investigation into the oos, the stability limits for compressed sponge will be changed from nlt 35x its weight in water to "report results". The current relationship between compressed and uncompressed water absorption delineated in the failures noted in the investigation has been deemed by the FDA to be acceptable for continued distribution. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects observed. As a result of a stability oos analytical result for the gelfoam compressed sponge form, a PMA supplement was submitted to the FDA and the stability limits were changed from nlt 35x its weight in water to "report results". This was deemed acceptable for continued distribution. Therefore, no corrective actions were identified as a direct result of this complaint investigation. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction. Follow-up (03feb2015): follow-up attempts completed. No further information expected. Follow-up (27apr2018): new information received from pfizer products quality complaints (product complaint number: (B)(4)) includes: investigation results. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. Case comment: this case involves an elderly patient with a medical history significant for malignant neoplasm breast, malignant neoplasm of skin, and concurrent conditions including hyperlipidemia, hypertension, premature atrial contractions, and suspected meningioma for which craniotomy was performed. The patient developed an arrhythmia, and cardiopulmonary resuscitation was performed. During the resuscitation, she was thrombocytopenic and hypocoagulable, and bled from facial orifices. The patient died from thromboembolic event, cardiac arrest, right heart failure, intra-operative pulmonary hypertension, coronary artery disease, cardiomegaly, subgaleal hematoma, thrombocytopenia, hypocoagulation, and alveolar hemorrhage and outcome was unspecified for off label use noted. As noted in this case, embolism was either due to either thrombin contained in the baxter gelfoam kit or jmi-thrombin manufactured by king pharmaceutical and not evithrom (human thrombin). The demise in this patient which occurred post-operatively was most likely due to intercurrent illnesses, complications of underlying disease conditions and/or thrombin in this patient. However, as gelfoam was reported as one of the suspect products by lp baxter and autopsy showed bilateral diffuse surgical material emboli within small arteries in pulmonary system, a possibility that gelfoam was used during the craniotomy and contributed to the fatal thromboembolic event (embolism) cannot be excluded. This case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.